Manufacturer narrative:
The replaced catheter was returned for investigation. Performed microscopic inspection showed no abnormalities or deviations from the specs. The conclusion is that there were no malfunction, failures or changes in the characteristics or the performance or an inadequacy in the labeling or the instructions of the medical device that has contributed to the reported thrombosis. The incident is considered as a known complication of arterial cannulation. Please note, this event is being filed as a retrospective MDR as a result of a review of our complaint database.

Event description:
It was reported that a picco catheter was placed in the right femoral artery of a patient for advanced haemodynamic monitoring. After one day of use it was noticed that the patient had a cold leg and impaired motor skills. The picco catheter was removed, however as problems persisted a surgical intervention (thrombectomy) was necessary. The final patient outcome was no injury. (B)(4).